Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call, the insulin pump continues to alarm and has been having many issues in the past month and half. Customer was feeling tired and didn't want to go through all the issues but did state the device continues to alarm low battery when new batteries were inserted. Customer was advised to revert to back up plan and the device needed to be replaced. The device is not returning for analysis.